Event description:
It was reported that, after having a generator replaced due to low battery, high impedance was observed on the patient vns system. The lead pin was removed and reinserted three times in the operating room which did not resolve the high impedance. There were no obvious lead discontinuities observed during surgery. There was no known prior physical trauma or manipulation of the patient that may have contributed to the high impedance. The generator was disabled due to the high impedance. The device history records for the lead were reviewed and show that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
The explanted generator has been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis for the generator was approved. Analysis confirm the device's battery had reached an end of service condition by normal, expected battery depletion. Analysis determined the generator performed according to functional specifications, and concluded that no abnormal performance or any other type of adverse condition was found. No additional or relevant information has been received to date.